Manufacturer narrative:
Changed event and explant dates from (B)(6) 2016 to (B)(6) 2016. (B)(4).

Manufacturer narrative:
Evaluation summary: x-ray demonstrated minimal to moderate calcification along the free margin of all three leaflets, and the wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of 6mm on leaflets 1 and 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of 15mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2, and leaflets 2 and 3 by approximately 3mm near commissure 3 at the outflow aspect. Subvalvular apparatus (chordae) was observed on the sewing ring near leaflet 2 and on commissure 2 at the outflow aspect. Additional manufacturer narrative: customer report of stenosis was confirmed. Host tissue and calcification restricted leaflet mobility and led to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 31mm mitral pericardial valve, which was implanted in the tricuspid position approximately nine (9) years, was explanted due to tricuspid stenosis secondary to structural valve degeneration. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. After implant, tricuspid stenosis gradually appeared so that medical intervention had been performed. After an implant duration of approximately nine (9) years, medical intervention became too hard to treat severe tricuspid stenosis. This device was explanted and replaced with a 31mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. At explant, the valve was reported to be severely degenerated and leaflet mobility was restricted. The patient status was reported as "recovering." The device was returned for evaluation.